Event description:
This involves a cracking of the needle when giving a pedi flu vaccine. When activating the plunger on prefilled medication, medication leaked from the side of bevel of needle. Upon investigating, a crack was noted on the side of the needle. The pt did not receive the intended medication. The employee followed steps for preparation of vaccine correctly. This was the second incident of the same issue. We cannot verify the lot number of the first incident. All needles were pulled with the same lot number from clinic on (B)(6) 2018. Medication: influenza vaccine-fluzone quadrivalent pediatric dose (0.25 ml) by sanofi pasteur. Ndc: 49281-517-00, lot ut5897ma and ut5949ja. Both expire june 20/2018. Needle: pro edge safety device 25g x 1 inch. Lot removed from clinic: 3518227. The rn randomly tested 5 other needles from lot removed, was unable to duplicate failure. The child had to be revaccinated.